Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was a nick in the tubing and that insulin was leaking and dripping out onto the floor. The blood glucose had been running high and he felt he was not receiving the insulin delivery. He also reported that the adhesive would stick to the inserter. No blood glucose reading was given. Nothing further was reported.